Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was considerable but not measurable dried probe rinse solution "splash" around the unicel dxc 800 synchron system sample wash station. Customer reported there were iron quality control issues and the instrument generated "cuvette wet before reagent dispense" errors with multiple cuvettes failing check. Customer reported that erroneous results were not generated. Customer reported that patient treatment was not altered. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced all the syringe rods, cartridge chemistry (cc) sample syringe 3-way valve, sample probe, collar wash, and both mixer wash station inserts. The fse verified that the repair was performed per established procedures.